Event description:
It was reported that the implantable pulse generator (ipg) was noted to have a power on reset and then had a reading of elective replacement indicator while still in the box. The ipg was never implanted in a patient. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.